Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in an open surgery of parenchyma resection, the device has incomplete staple line, during the procedure the cartridge was fired in the parenchyma tissue there was no unusual condition was detected, but with the jaw opening the fired staples was seen as open and the tissue was not closed along the 60mm line. To resolve the issue and complete the case they suture the tissue by hand, with that the incision was extended, there was extension in the time of surgery, also there was an unanticipated tissue loss and tissue damaged as a result of this problem. The patient was alive with no injury.